Manufacturer narrative:
Due to character limitation, below field are added from e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump (iabp) the helium gas remaining indicator suddenly decreased. There was no harm or injury reported.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) helium gas level dropped 100% to 50% . There was no harm or injury reported.

Manufacturer narrative:
Updated fields: b4, b5, d9, e1 (initial reporter), g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions),h11. Corrected fields: h6 (medical device ¿ problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) was not able to reproduce the failure reported. The unit passed all functional and safety tests as per manufacturing specifications. As a precaution, the unit will be kept under observation.